Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set during a dwell phase without pausing therapy. When the home patient returned the machine had advanced into drain and was alarming. Pt reconnected themselves to the setup and attempted to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident per the home patient.